Event description:
It was reported that a magnetic resonance imaging (MRI) scan was taken to replace the system on one side. An x-ray was also taken before the MRI to determine if there was a "crimp" in the lead "somewhere." The patient also stated that the system was "unprogrammable" for "sometime," but an exact time was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 7438, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v290361, implanted: 2009 (B)(6), product type lead, product ID 3389s-40, lot# v574965, implanted: 2010 (B)(6), product type lead. (B)(4).